Event description:
It was reported that the pt has had pain associated with the implant since her initial surgery and continuing to the present. After implantation, the hip was 3/4 inches too long. The pt reports there was also some lateral numbness and hypersensitivity of the hip extending down the knee. She lost range of motion during this time. She had secondary surgery to shorten the leg in (B)(6) 2011.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.